Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was attached to an encore inflation unit, subjected to positive pressure. A longitudinal tear was identified starting at the proximal edge of the proximal markerband and extending for a distance of 9mm distally. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified second right postereolateral segment (rpl). A 10/2.75 flextome¿ cutting balloon¿ monorail was selected to treat the target lesion. First inflation was performed at 6 atmospheres. During the second attempt to inflate the balloon for 10 seconds, a contrast agent leak was noted and the balloon was confirmed to have ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified second right postereolateral segment (rpl). A 10/2.75 flextome cutting balloon monorail was selected to treat the target lesion. First inflation was performed at 6 atmospheres. During the second attempt to inflate the balloon for 10 seconds, a contrast agent leak was noted and the balloon was confirmed to have ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.